Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07297. It was reported one of the patient's leads was explanted and replaced due to high impedances. The patient had two leads. Both leads are being reported because it is unknown which lead had high impedances.